Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error alarm. The customer¿s blood glucose level was 265 mg/dl. Troubleshooting was performed for critical pump error. The customer stated that the screen of the insulin pump had picture of book with red x. No other alarms were displayed before critical pump error image was displayed on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm, problem isolated to the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Unable to download open book pump. Pump screen becomes blank during attempted download.